Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return for further analysis.

Event description:
Event description: per medwatch, it was reported that: describe the event or problem or problem: elderly male with history of hypertension and recent chest pain. Procedure is percutaneous intervention-balloon angioplasty with stent placement. When the package of the bsc guidewire was opened, the j wire was broken/bent. Not used on patient. What was the original intended procedure? : percutaneous intervention - balloon angioplasty with stent placement. What problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
No product was provided for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.

Event description:
Event description: per medwatch, it was reported that: describe the event or problem or problem: elderly male with history of hypertension and recent chest pain. Procedure is percutaneous intervention-balloon angioplasty with stent placement. When the package of the bsc guidewire was opened, the j wire was broken/bent. Not used on patient. What was the original intended procedure? Percutaneous intervention - balloon angioplasty with stent placement. What problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it to work or stopped working).